Event description:
Customer reports lancet drum kept falling out while using the multiclix lancet device. Customer reports her son received an accidental stick; could not remember seeing a needle protruding. No info was provided on whether lancet protruded before or after firing. No treatment was received. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.